Event description:
It was reported that the patient was presented for a follow-up in clinic with dizziness. Upon interrogation, it was noted that the right ventricular (rv) lead had micro-dislodgement resulting in intermittent capture. The rv lead was explanted and replaced. The patient was discharged, and the condition of the patient is unknown.

Manufacturer narrative:
Further information was requested but not received.